Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1 of 10. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc. The tsr reviewed the alarm log and the hp had the alarm earlier in the evening and started over with new supplies. The tsr told the hp to contact the nurse regarding the air detect alarm, the hp being connected and any missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed based on the fact that a sample was not provided the lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.